Manufacturer narrative:
Internal reference number:(B)(4). Revoked asr exemption number e1997036 report late due to asr to individual reporting transition.

Event description:
Implant failed due to failure to osseointegrate.